Event description:
It was reported that the patient spoke to his patient liaison, and reported difficulty with his inflatable penile prosthesis (ipp). The patient explained that it was too hard to compress the pump, and felt like his skin was bruising. The patient liaison went over trouble-shooting tips that included burp/anti-stiction and reboot. The patient then called his patient liaison again the next day, stating that he did not have any success with the tips he was given. He felt that he may have pressed too hard on the deflate button, so directions were given to manually reset the valve. The patient will try the maneuvers again. The patient was later seen by his physician and this issue was corrected. No revision surgery was scheduled.

Event description:
It was reported that that the patient spoke to his patient liaison, and reported difficulty with his inflatable penile prosthesis (ipp). The patient explained that it was too hard to compress the pump, and felt like his skin was bruising. The patient liaison went over trouble-shooting tips that included burp/anti-stiction and reboot. The patient then called his patient liaison again the next day, stating that he did not have any success with the tips he was given. He felt that he may have pressed too hard on the deflate button, so directions were given to manually reset the valve. The patient will try the maneuvers again, but noted that he has a future appointment with his physician for evaluation. He will let his patient liaison know if he had success with his device after this appointment.